Event description:
During f/u on an unrelated event, the pt's wife reported the pt had expired at home on (B)(6) 2015 while connected to liberty cycler. The pt's pdrn reported the pt was a dnr recently admitted to hospice.

Manufacturer narrative:
Since the sample was not available for investigation, no analysis was performed and the complaint is deemed "not confirmed." Device review: the device was not returned to the MFR for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the device used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found three lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications, and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius device caused, contributed to or was a factor in the reported event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will included an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it was unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting add'l relevant pt medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.